Event description:
The customer observed falsely depressed creatinine results generated on the architect c16000 processing module for three patients. The following data from one sample was provided (normal range 0.6 to 1.3 mg/dl): sid: (B)(6) on (B)(6) 2024) initial result was 0.87 mg/dl (on sn: (B)(6), repeated 2.0 mg/dl (on sn: (B)(6). Sid: (B)(6) on (B)(6) 2024) initial result was 0.90 mg/dl (on (B)(6), repeated 2.05 mg/dl (on (B)(6), repeated 2.07 mg/dl (on (B)(6), sid: (B)(6) on (B)(6) 2024) initial result 13.23 mg/dl (on (B)(6), repeated 1.02 mg/dl (on (B)(6). No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, found the cuvette washer overflowing and determined the tubing, peristaltic head (rohs) the cause of the result issues as it appeared worn. The fsr replaced the part, performed additional troubleshooting procedures, and verified issue resolution with passing creatinine qc and precision runs. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. A review of tracking and trending did not identify any trends. Review of the manufacturing documentation did not identify any non-conformance's associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.